Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a weeping, itchy, skin irritation under the lifevest garment. It was reported that the patient has a preexisting skin condition and a history of sensitivity/ allergies. There was no alleged device malfunction contributing to the irritation. The patient went to the hospital for an unrelated reason. While the patient was at the hospital, the physician determined that the patient should end use and return the lifevest, as the lifevest is exacerbating his pre-existing condition. Outcome of the skin irritation is unknown.